Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "transcatheter mitral valve repair with mitraclip® in a heart transplant recipient: pushing the limits of percutaneous valve therapy", was reviewed. The article presented a case study of a 62-year-old female patient with a history of orthotopic heart transplantation. It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr). One xtw clip was successfully implanted, reducing mr to a grade of mild. At the three-month follow-up, a small mural left atrial thrombus adjacent to the clip was observed. Medication was initiated. At nine months, the thrombus was no longer observed. [The primary and corresponding author was mauro acquaro, division of cardiology, fondazione irccs policlinico san matteo, pavia, italy, with corresponding email: mauro.acquaro.md@gmail.com].

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported medication required was a result of case specific circumstance as oral anticoagulation was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.